Manufacturer narrative:
Analysis of the stimulator extender found that the device was received in good condition; however, both connectors were extended out of the housing. The pretest that was performed could not reproduce or confirm the complaint of the customer. The connectors were remounted. The device was repaired, cleaned, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a distributer that the stimulator extender was unstable and losing stimulation from time to time during the procedure. There was no patient impact.